Event description:
It was reported that an ilet pump¿s screen was cracked and became unresponsive, after which the user disconnected from the pump and transitioned to backup therapy. Symptoms included no device-related clinical symptoms. Outcomes included use of backup therapy and interruption of automated insulin delivery. Investigation included customer interview and review of device history and complaint information. Investigation of this case revealed physical damage to the display rendering the touchscreen nonfunctional. It was concluded that the event was due to unintended physical damage to the device, with no evidence of a product performance malfunction.